Event description:
The surgeon was performing a video-assisted right upper lobectomy (lung)for a carcinoid tumor. The superior pulmonary vein was dissected away from the surrounding tissues with care taken to avoid injury to the middle lobe vein which was coming off the superior vein. After control with a clamp and suture, the vein was ligated and divided with a single firing of the stapler device. Compression of the vessel was held for 10 seconds (per the device recommendations) prior to firing, but a marked amount of bleeding (approximately 200ml) was seen from the proximal and distal ends. Control was obtained via surgical clips.health professional's impression: the device malfunctioned and/or misfired.